Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported that on (B)(6) 2023 the patient experienced hyperglycemia with symptoms of heavy breath, pale face, chest pain, stomach ache, and then the patient became unconscious. Because the meter readings were normal the patient was not treated with insulin. The patient's blood glucose was last tested at 11am but the results were not provided. The patient was hospitalized at 1pm. Type of treatment received while hospitalized was not provided. The patient was hospitalized for 11 days.